Event description:
It was reported that the customer received excessive no delivery alarms from his insulin pump. The customer's blood glucose level at the time of the report was 128 mg/dl. The customer was advised to revert to a back-up plan. The product was returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the reset error test with no alarms. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window and a missing end cap sticker.